Event description:
Cutting blade broke on the rod cutter. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The visual inspection revealed that a piece of the blade broke off. The investigation stated the damage may have been caused by heavy use and high mechanical load. Further investigation of the manufacture and material documentation shows conformance with specifications.